Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty cycler set. Additionally, there is no allegation of a cycler set defect reported for this peritonitis event. The cause of the patient¿s peritonitis has been attributed to touch contamination. The pd effluent culture result of staphylococcus epidermidis supports that cause as staph epi is a predominant normal flora of the human skin and the most frequently identified cause of pd-associated peritonitis. Based on the available information and no allegation of a defect, the liberty cycler set can be excluded as causing or contributing to the patient¿s peritonitis.

Event description:
It was reported to fresenius that a peritoneal dialysis (pd) patient was hospitalized (B)(6) 2026 through (B)(6) 2026 due to peritonitis. Additionally, it was reported that the patient was hospitalized a second time on (B)(6) 2026 for an unknown reason. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) and a subsequent clinic response. The patient presented to the hospital on (B)(6) 2026 with symptoms of abdominal pain and vomiting. The patient was admitted to the hospital with a diagnosis of peritonitis. Pd cultures were obtained. The white blood cell (wbc) count was 12,090 with 81% polymorphonuclear (pmn) cells. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin 1250mg for 2 weeks. The culture was positive for staphylococcus epidermidis. The patient continued continuous cyclic pd (ccpd) therapy during recovery. The patient was discharged on (B)(6) 2026. The cause of the peritonitis event was a touch contamination event by the patient. The patient¿s health status had been failing. The patient had been falling (not in treatment and not related to dialysis). The patient would connect to the cycler for treatment and then forget to press the treatment start button. It was documented that the patient did not complete two treatments that week. There is no documentation that the patient was hospitalized on (B)(6) 2026. No further details were provided.